Event description:
The user facility reported that during insertion of the impella 5.5 the device failed to deliver post successful shockwave of left subclavian vessel. After several attempts and catheter kink, the decision was made to abort case and place impella cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: complaint device not returned for evaluation. Delivery issue: the root cause of the deliver issue was determined to be patient condition as the patient had pad (peripheral artery disease) vessels condition unable to pass impella through vasculature led to kink the catheter due to attempted to advance impella. Product damage (catheter kink): the cause of the catheter kink most likely was patient condition related due to pad vessels condition unable to pass impella through vasculature. Device history review: the pump passed all post sterile inspection checks.